Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported keypad issue. Npi.

Event description:
It was reported that the device allegedly had a keypad issue. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad (door) assembly for unresponsive key. Replaced latch sear assembly for broken, membrane frame assembly for discolor and iui connector assembly for corrosion. A review of the device history record for (B)(6) was performed from date of manufacture 09/14/2018 to present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.